Event description:
Zoll was placed on patient in code situation. Patient rhythm required shock, zoll was synchronized but would not shock. Zoll was turned off and then back on, zoll and patient resynchronized and shocked successfully.